Event description:
It was reported that revision surgery was performed due to loosening.

Event description:
The product was implanted approximately 3 weeks.

Manufacturer narrative:
Correction: the patient was revised due to disassociation of the insert not loosening. Analysis results: the purpose of this investigation was to determine the cause for the disassociation of the tibial insert from the tibial base plate. Dimensional inspection and stereo-microscopic analysis were performed on the retrieved insert. Upon visual examination, no noticeable changes on the articulating surface or the ps post were observed. The distal surface of the insert has minor scratching present. Scratches likely caused by the instruments were observed on the anterior surface of the post. A fully locked insert would typically show mild rounding throughout the anterior locking mechanism. The anterior locking mechanism of the returned insert has no deformation present. The posterior dovetails have deformed geometry on both medial and lateral portions, indicating impingement to the tibial tray or some other third body during insertion. The critical dimensions of the insert were checked the ip using standard operator self-inspection instruments. The periphery, locking detail, a-p width and t-u depth dimensions were within specification. The m-l width, dovetail profile and locking detail profile dimensions could not be measured accurately due to the deformations present. The features observed on the insert suggest impingement of the insert posterior dovetails to the tibial tray or some other third body may have limited full engagement of the anterior locking mechanism. This may have contributed to the disassociation of the insert from the tibial base.